Event description:
It was reported by service report that the right foot assembly was damaged and would not properly hold the calf support. The customer could not determine whether there was patient involvement or if adverse consequences occurred.

Manufacturer narrative:
Results: damaged foot assembly and calf support.